Event description:
Possible toxicity; currently experiencing multiple issues- fatigue, morphea, tingling and numbness in hands, rapid heart beat (emergency room visit x 1), silicone odor, dry eyes, swallowing issues. Was not warned about any of this in 2014 when implants were placed. Please contact me for skin biopsy diagnosis, ultrasound of arm, etc. FDA safety report ID# (B)(4).